Event description:
Pt reported that device stopped working about a year ago. Pt is not sure what happened, but they think it stopped delivering insulin correctly. Pt recalled that their blood glucose was elevated, but they do not recall any details. Pt switched to back-up device at that time. No treatment was received for high blood glucose.